Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on radius and white particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening, puncture opening, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool. A striated punctured assessed as surgical damage like consist in the use of some surgical tool. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.